Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was implanted with mis construct on (B)(6) 2012. The locking cap became loose. It was reported the distal left dislodged a locking cap. Patient was returned to the operating room on (B)(6) 2012 for removal of all hardware. This is 2 of 3 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Manufacturing documents were reviewed and no complaint related issues were found.